Event description:
It was reported that one day post rx acculink stent implantation in the left internal carotid artery, the patient experienced decreased left arm and leg sensation which was a new left side sensory deficit. No treatment was provided and the patient was discharged home. The event was noted to be resolved on (B)(6) 2012 during the 30 day follow-up visit. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological event is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.